Event description:
A non-healthcare professional reported during intraocular lens (iol) implant procedure, the lens not stable after insertion in the eye. The lens was explanted and replaced with another unspecified lens during initial procedure. The procedure was completed on same day without any harm to the patient. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received stating company lens was replaced with non company polyvinylidene fluoride (pvdf) lens.

Manufacturer narrative:
The lens was returned in the lens case inside the lens carton. Viscoelastic was dried on the lens. No damage was observed. The lens was cleaned for further evaluation. A dimensional inspection was conducted. The lens dimensions (plan view) met specifications per an approved template. Product history records were reviewed and documentation indicated the product met release criteria. A viscoelastic was indicated. The product investigation could not identify a root cause for the reported complaint of "lens not stable after insertion in the eye". It is not possible to confirm the reported unstable position of the lens in the eye based on the product evaluation. The explanted lens was returned and evaluated. There was no damage observed to the lens. After removal of the dried viscoelastic, a dimensional inspection was conducted. The lens dimensions (plan view) met specifications per an approved template. Information was provided that the company diopter lens was removed and replaced with a non-company lens. The diopter of the replacement lens was not provided. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).